Event description:
Had sinus problems, shortness of breath which continues to be a problem. Told the company (B)(6) about the problems and nothing was done. C-pap device is what caused both problems. No medical reason for shortness of breath and never had sinus problems before using the c-pap. Many tests, we have done EKG, chest x-ray, stress tests, head CT. FDA safety report ID# (B)(4).